Event description:
It was reported that exposed wires were observed after the procedure. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
Corrected data: device discarded by customer.

Event description:
It was reported that exposed wires were observed after the procedure. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.